Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found no discrepancies. Functional testing of the device involved an inflation test and found that leakage was observed between the pilot balloon and valve. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Based on the evidence, the root cause was attributed to a manufacturing issue. The most probable root causes are due to solvent missing between pilot balloon and valve, inconsistency in the application of the solvent, and lack of detection by the production personnel.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after a portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube was inserted, the doctor found the cuff was leaking. The doctor filled the tracheal tube with and it leaked again. The inflation line needed to be clamped in order to stop the leaking, and that was successful. It was observed that the leak may have been caused by the pilot balloon valve. No injury was reported.